Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of invoice history confirmed that a biomet knee was implanted; however, there was no information contained on the invoice identifying the drill bit used during the procedure. Follow up attempts to obtain product identification of the drill bit have been unsuccessful to date. The lot number information needed to review device history records was unavailable. (B)(4).

Event description:
Patient's spouse reported that the patient underwent total knee arthroplasty on (B)(6) 2010 and that the patient's femur fractured during the procedure. It was further reported that radiographs taken at a postoperative visit with the patient's surgeon revealed that a drill bit was left in the patient's femur. A revision procedure has not been indicated and no further information has been provided to date.